Manufacturer narrative:
Analysis revealed pump motor gear train anomalies. These included corrosion, wear and lubrication anomalies, stall due to shaft-bearing, and stall due to gear wheel 3. Interrogation of the pump indicated that the pump was also delivering morphine [500.0 mcg/ml] at a dose of 99.93 mcg/day (in addition to the previously reported baclofen [1500 mcg/ml] at a dose of 299.8 mcg/day). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a distributor regarding a patient who was receiving lioresal [1500 mcg/ml] at a dose of 300 mcg/day via an implantable pump for an unknown indication for use. It was reported that the patient went to the doctor because the pump suddenly started "whistling"/alarming. The hcp performed telemetry and in the reading it indicated that the motor of the pump stopped working and that the circuit was closed (interpreted as code 3 "motor stall occurred" and code 4 "stopped pump period may exceed tube set"). This was also reported as a pump "fail". The patient experienced increased spasticity of an unknown location. The date of the event was unknown. It was indicated that no environmental factor or accident affected the operation of the device. The pump was replaced on (B)(6) 2018 and would be returned. It was indicated that medical/surgical intervention was not needed to prevent a permanent impairment of a function and that the event did not lead to or extend patient hospitalization and there was no injury as a result of the event (note this is conflicting with the report of the increased spasticity and that replacement occurred). At the time of the report the issue was resolved and the patient status was "alive - no injury".